Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on the right ventricular (rv) lead due to oversensing the minute ventilation (mv) signal. Additionally, it was noted that the rv impedances were high out of range measuring greater than 3000 ohms however, all other daily lead measurements were within normal range. There were no observations of noise on any of the stored events or on the presenting electrogram. Technical services inquired if the patient had any surgical procedure however, it is unknown. The sales representative will discuss with the clinic. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on the right ventricular (rv) lead due to oversensing the minute ventilation (mv) signal. Additionally, it was noted that the rv impedances were high out of range measuring greater than 3000 ohms however, all other daily lead measurements were within normal range. There were no observations of noise on any of the stored events or on the presenting electrogram. Technical services inquired if the patient had any surgical procedure however, it is unknown. The sales representative will discuss with the clinic. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.